Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump had two different alarms. The customer's blood glucose was 567 mg/dl. The customer stated she had treated her blood glucose with a manual shot. Customer was assisted with clearing the alarm. She was also advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.